Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.